Manufacturer narrative:
The device history record for lot 23k000ct was reviewed. There was one nonconformance related to excessive adhesive found on the female luer for the needle. A 100% sort and air leak test was performed, no additional nonconforming parts were found. No other nonconformances were noted and there were no deviations performed. The lot met all performance specifications prior to release, including tensile test, pressure test, clamp integrity and flow. The product was not returned for further evaluation. The ulitmate root cause is thus undetermined.

Event description:
A report from a healthcare provider to intera that when accessing an intera 3000 hepatic artery infusion pump with an intera refill kit, the needle was bent. The customer alleges that they had the same issue when opening another kit. The healthcare provider disposed of the devices, so they are not available for evaluation.

Manufacturer narrative:
The device history record for lot 23k000ct was reviewed. There was one nonconformance related to excessive adhesive found on the female luer for the needle. A 100% sort and air leak test was performed, no additional nonconforming parts were found. No other nonconformances were noted and there were no deviations performed. The lot met all performance specifications prior to release, including tensile test, pressure test, clamp integrity and flow. The product was not returned for further evaluation. The ultimate root cause is thus undetermined. Supplement is to add patient information (as made available) from the healthcare provider. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
A report from a healthcare provider to intera that when accessing an intera 3000 hepatic artery infusion pump with an intera refill kit, the needle was bent. The customer alleges that they had the same issue when opening another kit. The healthcare provider disposed of the devices, so they are not available for evaluation.